Event description:
Consumer states one wheel is not engaging to allow her to propel the chair. Could be a bent frame. This is the 2nd chair with the same problem. Unable to get anymore information as the consumer didn't come back on the line. I tried to call back but got a busy signal.